Event description:
Nurse was starting an IV and got blood flash back as appropriate. She pushed the button to retract the needle while applying pressure to the site. The needle did not retract and when she removed it from the patient, the needle stuck her left index finger with which she was using to hold the pressure to the site.====================== health professional's impression======================safety device did not function.